Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: investigation summary visual inspection: the screwdriver flexible shaft is broken approx. 70mm from the tip section. In addition, the hex at the tip is badly worn. Dimensional inspection: the outer and inner diameter of the flexible shaft close to the breakage got measured. Outer diameter: ø 8 0/-0.015 mm micrometer: 3-03-17585 measured dimension: ø 7.99 mm conclusion: the measuring result does show conformity. Inner diameter: ø 4 +/- 0.1 mm caliper: 3-01-17584 measured dimension: ø 3.98 mm conclusion: the measuring result does show conformity. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 1.4542 as required and the measured harness was within the specification of 40 ¿ 47 hrc. The broken surface is homogeneous what indicates material conformity as well. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that exceeding applied mechanical overload during use caused the breakage. Finally, we can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history part: 03.037.028 lot: 9770057 manufacturing site: hägendorf release to warehouse date: 21.mar.2016 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. H11 corrected data g1 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device returned. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the screwdriver broke during a fracture of the proximal femur procedure. It took over 1 hour additional surgery time to complete the procedure. They used a same like device to complete the procedure. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).